Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, post-explant of this implantable cardioverter defibrillator, the patient reported that the device was not working because it was set too low. She also indicated that the device was potentially defective. The device was replaced with a competitive device and the specific reason for explant is not known. No further information was provided. The device was returned for analysis.

Event description:
It was reported that, post-explant of this implantable cardioverter defibrillator, the patient sent a letter to the boston scientific legal department stating that the device was explanted because it was, in her words, not working due to being set too low. She also alluded to the device potentially being defective. The device was replaced with a device from another manufacturer and the specific reason for explant is not known. No further information was provided.